Event description:
It was reported that pump displayed malfunction alarm code malf 16, and issue recurred even after pump was reset with assistance from technical support. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy while technical support arranged replacement pump, confirmed shipping details, instructed customer to put malfunctioning pump into storage mode and return it within 10 days, and advised customer to reenter pump settings and reconnect continuous glucose monitor to replacement pump; customer understood and acknowledged all instructions.